Event description:
Pt had implantation of vvi pacemaker in 1991 for sick sinus syndrome. Pacemaker only paces intermittently. However, recent interrogation revealed non-sensing and non-pacing. Pt returned to or for replacement of lead on 11/2/94. Defective lead capped and left implanted. New lead implanted.